Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was intermittently responding for the past 3 months and was getting worse. The reporter confirmed that the keypad and pump were intact and were not exposed to moisture. The patient reportedly wore the pump in a pouch on waist and did not clean the pump. This report is made based on the allegation of a keypad issue.